Manufacturer narrative:
The iabp did not malfunction; the customer required and received a clinical explanation of iabp pressure measurements versus bedside monitor calculations, including map on april 22, 2013. The root cause for this error was attributed to the implementation error in selecting the wrong field for scaling. Also refer MDR 2249723-2014-00428 for the pressure scale not adjusting in a timely fashion and the associated complaint: (B)(4). The software for four cardiosave iabps (B)(4) at this facility were upgraded from b.02 to b.07 on a later date ((B)(6), 2013). Internal file: (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, an extreme difference in the readings received on the iabp versus that of the anesthesia and bedside monitors was observed. No patient injury was reported